Manufacturer narrative:
Evaluation: a work order search was performed for similar complaints within the search and no similar complaints were found.

Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 12.6mm in 2008 and on the one day post op visit the patient had blurry vision and irritation, so the surgeon removed the lens on the following month and realized that the lens was in the eye upside down. He attempted to insert another micl 12.6mm in the eye and another incident occurred see manufacturers report number 2023826-2008-00411 for that report. A third micl 12.6mm was inserted through the scleral tunnel and a suture was used. It was reported that the initial lens was put in upside down due to the surgeon had loaded it incorrectly.